Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Device was cleaned using a renalin solution. The customer provided photos showing evidence of a fiber leak. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the top and bottom of the fiber bundle and the photos provided by the customer. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported a suspected fibre leak at the top of the device and fluid drops from the bottom of the device following a minute after initiating cardiopulmonary bypass. The customer decided to continue to use the device as the devices performance was not being affected and there was only minimal blood leaking from the device. The customer did not note any damage to the external packaging of the product. The customer stated that the bypass time was just short of two hours and that the total blood loss was approximately 10mls. The patient did not require any blood transfusion as a result of this 10ml blood loss. The customer was part of the clinical feedback team when the device was being designed and has visited our facility on two occasions. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer continued to use the device as the performance was not affected by the event. The customer used the product as normal and did not need to alter their perfusion strategy.